Manufacturer narrative:
A software analysis was initiated and the logs were reviewed. The analysis indicated that the issue was caused by a known software anomaly. The anomaly is tracked in an internal database. Other relevant device(s) are: product ID: 9736113. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the representative tried to boot up the system and got the ubuntu grub menu. Technical services (ts) walked the representative through fixing the issue. The "fix" option resolved the issue and the system was able to boot normally. After booting the system back up he discovered that the system time was incorrect. He corrected the time and the system rebooted again with no issue. The logs were reviewed by the manufacturer and determined a software anomaly caused the issue.